Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with pentaray nav catheter. Device damaged. After withdrawing the device out from patient and inserted into vizigo sheath again, it was found a branch of the electrodes of the catheter was detached. A second device was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received. The damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The bwi product analysis lab received the device for evaluation on 20-nov-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual inspection was performed and one spline was observed fully separated from the tip, leaving internal components exposed. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. The tip fully separated issue reported by the customer was confirmed. The potential cause of the separation of the spline could be related to the interaction of the device with the sheath during the procedure; however, this could not be conclusively determined. The instructions for use contain (IFU) the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal splines folded backward toward the handle. Collapse the splines together using the insertion tube prior to insertion; the catheter is recommended for use with an 8 f guiding sheath because the distal splines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter; do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered; follow standard practice for vessel puncture and guidewire insertion. For the guiding sheath, including aspiration, follow the instructions for use for the guiding sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with pentaray nav catheter and observed a branch of the electrodes of the catheter detached. Device damaged. After withdrawing the device out from patient and inserted into vizigo sheath again, it was found a branch of the electrodes of the catheter was detached. A second device was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received. The damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter.

Manufacturer narrative:
During an internal review on 07-nov-2024, noted a correction to the 3500a initial under h11. Additional manufacturer narrative. Should have included the following: the picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).